Event description:
It was reported that the patient presented in the operation room for an initial implant. During the procedure it was noted that the implantable cardiac monitor exhibited an error message and could not be interrogated despite multiple attempts. The device was not used and was replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Customer complaint of error message was confirmed. Device was returned due error message alert being triggered and would not allow further interrogation. Analysis of device image indicated that memory corruption occurred during the manufacturing process. Further testing was performed by reloading the product code and all tests results were normal, memory corruption could not be reproduced. A manufacturing anomaly may have occurred that resulted in the reported error message due to memory corruption. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Correction: (B)(4).